Event description:
It was reported the console system experienced an error message that could not be cleared, and the procedure was cancelled/rescheduled post-sedation. During a lower extremity artery thrombectomy and lower extremity artery balloon dilatation procedure, a 2.1mm jetstream xc catheter and jetstream pv atherectomy system console were chosen to treat an occlusion of the lower extremity artery after stenting. The patient was administered general anesthesia at the start of the procedure. It was reported a pod error occurred and a new 2.1mm jetstream xc catheter was used; however, the error message could not be cleared. The procedure was cancelled/rescheduled due to this event.

Manufacturer narrative:
H11: device evaluation by manufacturer: jetstream console s/n (B)(6) was tested per cis jetstream functional test procedure. Console passed visual inspection. Console failed functional test for showing pod error, swap test performed using the gold console pcba, after the pcba replaced with the gold console pcba, the unit completed functional test without showing pod error. It can be concluded that the reported allegation, of pod error occurred, was confirmed during investigation.

Event description:
It was reported the console system experienced an error message that could not be cleared, and the procedure was cancelled/rescheduled post-sedation. During a lower extremity artery thrombectomy and lower extremity artery balloon dilatation procedure, a 2.1mm jetstream xc catheter and jetstream pv atherectomy system console were chosen to treat an occlusion of the lower extremity artery after stenting. The patient was administered general anesthesia at the start of the procedure. It was reported a pod error occurred and a new 2.1mm jetstream xc catheter was used; however, the error message could not be cleared. The procedure was cancelled/rescheduled due to this event.